Event description:
Facial burns caused by laser affirm multiplex from cynosure due to malfunction of the tip mp350, lacking health approval for carrying out medical treatment, these injuries, burns, have occurred in several pts from the change in the software of the laser and tip - 2008. At first when it was designed, this tip could make 6,000 rounds before its deactivation by machine's software; from the same month, the machine software was changed, for reasons as the vice president of cynosure purely commercial. Since this change in the software and possibly the materials for this tip, now take less -4.000 shots, lower quality, serious burns have occurred in several pts. Foreign country's agency of medicines and health authorities have been warned of the side effects produced by this laser, cynosure affirm multiplex, and has begun an investigation and care of this matter. Therapy dates: 2009. Following the production of facial burns in several patients, it was decided to seal the laser treatments do not do more until the investigation ends on these defective tips. We have knowledge of more cases of serious facial burns with the same apparatus at conventional doses.